Manufacturer narrative:
This device was returned for service with an unspecified malfunction; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the neuro-tip on the device was drilled into. Therefore, the reported condition was confirmed. It was determined that the drilled neuro-tip leg was due to excessive lateral force applied on the device causing the drill to flex and come into contact with the cutter leg. The assignable root cause was component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device had an unspecified malfunction while in use with two attachment devices and a battery handpiece device . During in-house engineering evaluation, it was determined that the tip on the craniotome device was drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.